Manufacturer narrative:
Additional information: h6, h10 no non-conformities were observed during the manufacturing process. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. The plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported to a fresenius clinical support specialist (css) that shortly after a patient was placed on extracorporeal membrane oxygenation (ECMO) support, abnormal pressure values were noticed. These abnormal pressure values were said to be indicative of an issue in the p2 zone of the circuit. It was also reported that significant clotting was identified in the oxygenator of the xlung kit. While troubleshooting the cause, a defect was noted on the p2 section of the tubing. It was not possible to tell if the defect went through to the inside of the tubing. It was uncertain how or if this impacted patient or p2 values. When this was first reported, the decision to replace the circuit had not yet been made. Additional information was obtained through follow-up with the css. In the best interest of the patient, the css said the circuit change was performed. This was determined to be the best course of action. Other than requiring a circuit change, there was no adverse outcome. The patient did not experience any adverse effects or require medical intervention. The patient was transferred to a different device and successfully completed ECMO therapy without further issue. The patient's estimated blood loss (ebl) due to the circuit change was not provided, but it was confirmed they lost blood. The css said the clotting was first noticed in the oxygenator approximately one to two hours into therapy. More details were provided on the defect that was found on the tubing. There was a section of the p2 tubing that wasn't smooth; a bump was observed on the exterior. It was unknown whether this imperfection translated to the interior of the tubing. Although uncertain, it's believed that this was likely a contributor to the clotting. The patient was experiencing acute hypoxic respiratory failure due to empyema, and they had surgery to treat this prior to being put on ECMO support. It was unknown if the surgery contributed to the clotting. When ECMO support began, the initial numbers on the device indicated there was some kind of obstruction in the p2 area, somewhere between the pump and the oxygenator or within the oxygenator. The patient did not have good blood flow. However, when the rpms were turned up there was no improvement in flow. There were no system alarms that occurred, but the numbers were certainly suboptimal (exact values not provided). There was also a low p1 value which indicated the pump could not do its job. After six hours of ECMO support, it was decided to change the circuit. After the circuit was changed out there were no further issues. The patient was successfully decannulated at the completion of therapy. Video of the tubing defect was provided for review. The xlung kit was reportedly available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: a sample was received from the reported lot number. The sample was received without the packaging. Blood and blood clots were noted throughout. The tubing was cut and clamped. Blood clots were noted in the pump and in the filter of the xlung kit. The defect was noted to be on the outside of the tubing only; it did not extend through the tubing or impact the tubing interior. There was no obstruction noted on the sample. The provided six second video was also reviewed. The video shows blood moving through the tubing. There is a dark spot, however, it is unclear if it is a clot or if it is the shadow from the recording device. The record review was performed by the manufacturer. No non-conformities were observed during the manufacturing process. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Although there were clots found within the xlung kit, it is unknown when the clots occurred - during treatment or during storage after treatment. No obstruction or indication of a blockage was observed on the returned sample. The complaint could not be confirmed.

Event description:
A user facility reported to a fresenius clinical support specialist (css) that shortly after a patient was placed on extracorporeal membrane oxygenation (ECMO) support, abnormal pressure values were noticed. These abnormal pressure values were said to be indicative of an issue in the p2 zone of the circuit. It was also reported that significant clotting was identified in the oxygenator of the xlung kit. While troubleshooting the cause, a defect was noted on the p2 section of the tubing. It was not possible to tell if the defect went through to the inside of the tubing. It was uncertain how or if this impacted patient or p2 values. When this was first reported, the decision to replace the circuit had not yet been made. Additional information was obtained through follow-up with the css. In the best interest of the patient, the css said the circuit change was performed. This was determined to be the best course of action. Other than requiring a circuit change, there was no adverse outcome. The patient did not experience any adverse effects or require medical intervention. The patient was transferred to a different device and successfully completed ECMO therapy without further issue. The patient's estimated blood loss (ebl) due to the circuit change was not provided, but it was confirmed they lost blood. The css said the clotting was first noticed in the oxygenator approximately one to two hours into therapy. More details were provided on the defect that was found on the tubing. There was a section of the p2 tubing that wasn't smooth; a bump was observed on the exterior. It was unknown whether this imperfection translated to the interior of the tubing. Although uncertain, it's believed that this was likely a contributor to the clotting. The patient was experiencing acute hypoxic respiratory failure due to empyema, and they had surgery to treat this prior to being put on ECMO support. It was unknown if the surgery contributed to the clotting. When ECMO support began, the initial numbers on the device indicated there was some kind of obstruction in the p2 area, somewhere between the pump and the oxygenator or within the oxygenator. The patient did not have good blood flow. However, when the rpms were turned up there was no improvement in flow. There were no system alarms that occurred, but the numbers were certainly suboptimal (exact values not provided). There was also a low p1 value which indicated the pump could not do its job. After six hours of ECMO support, it was decided to change the circuit. After the circuit was changed out there were no further issues. The patient was successfully decannulated at the completion of therapy. Video of the tubing defect was provided for review. The xlung kit was reportedly available to be returned for evaluation.

Event description:
A user facility reported to a fresenius clinical support specialist (css) that shortly after a patient was placed on extracorporeal membrane oxygenation (ECMO) support, abnormal pressure values were noticed. These abnormal pressure values were said to be indicative of an issue in the p2 zone of the circuit. It was also reported that significant clotting was identified in the oxygenator of the xlung kit. While troubleshooting the cause, a defect was noted on the p2 section of the tubing. It was not possible to tell if the defect went through to the inside of the tubing. It was uncertain how or if this impacted patient or p2 values. When this was first reported, the decision to replace the circuit had not yet been made. Additional information was obtained through follow-up with the css. In the best interest of the patient, the css said the circuit change was performed. This was determined to be the best course of action. Other than requiring a circuit change, there was no adverse outcome. The patient did not experience any adverse effects or require medical intervention. The patient was transferred to a different device and successfully completed ECMO therapy without further issue. The patient's estimated blood loss (ebl) due to the circuit change was not provided, but it was confirmed they lost blood. The css said the clotting was first noticed in the oxygenator approximately one to two hours into therapy. More details were provided on the defect that was found on the tubing. There was a section of the p2 tubing that wasn't smooth; a bump was observed on the exterior. It was unknown whether this imperfection translated to the interior of the tubing. Although uncertain, it's believed that this was likely a contributor to the clotting. The patient was experiencing acute hypoxic respiratory failure due to empyema, and they had surgery to treat this prior to being put on ECMO support. It was unknown if the surgery contributed to the clotting. When ECMO support began, the initial numbers on the device indicated there was some kind of obstruction in the p2 area, somewhere between the pump and the oxygenator or within the oxygenator. The patient did not have good blood flow. However, when the rpms were turned up there was no improvement in flow. There were no system alarms that occurred, but the numbers were certainly suboptimal (exact values not provided). There was also a low p1 value which indicated the pump could not do its job. After six hours of ECMO support, it was decided to change the circuit. After the circuit was changed out there were no further issues. The patient was successfully decannulated at the completion of therapy. Video of the tubing defect was provided for review. The xlung kit was reportedly available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.